Event description:
Resident has fracture of the right lower leg. Upon investigation it appears that while being transferred from lounger, resident's right foot lodged int he sliding u shaped foot rest attached to chair. As a result:all foot rests have been removed for this style chair in house.